Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact and free of damage. Evaluation revealed that the contrast keypad button was unresponsive. The keypad cover was removed and evidence of contamination under all of the keypad button contacts was observed. Unrelated to this complaint, the pump display screen was found to be dim and discolored. Also unrelated to this complaint, the battery compartment was cracked and the battery cap was missing. A test cap was used during all steps of the evaluation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were both under-responsive and over-responsive. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.